Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 6945 implantable tachy lead, (B)(6) 1999, 5076 implantable pacing lead, (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead was not capturing at maximum output. An x-ray confirmed a dislodgement. The lead was explanted and replaced with a new lv lead. It was further reported that the right atrial (ra) lead was exhibiting artifact on the electrogram and an x-ray confirmed a dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.